Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during normal follow up, externalized conductors was observed through diagnostic imaging. The lead will be monitored.